Event description:
Part was explanted as a result of tibial tray being explanted. No report of product or pt problem.

Manufacturer narrative:
Tibial insert is snapped into and therefore, attached to tibial tray and was explanted when tibial tray was explanted. Refer to MFR report number 1722511-2009-00020 for tibial tray explant details.